Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Potential lead noise on iegm that resulted in vf detection but aborted shock. In office was able to re-create a small number of events that were sensed during postural testing. All other testing was within normal ranges per her report. Device remains implanted. Should additional information become available, this file will be updated.